Event description:
A malfunction alarm with code malf 24 occurred, and the customer did not report any notable events prior to the issue. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.